Event description:
It was reported via repair work order that the entire unit had no power due to power cord malfunctioned. It was also reported that the docker cable pins were bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.